Manufacturer narrative:
(B)(4). A sample will not be returned for eval.

Event description:
It was reported that during removal of the central venous catheter that has been inserted in the subclavian in the ICU, the guide wire kinked. As a results, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.